Event description:
Device report from synthes reports an event in portugal as follows: it was report on (B)(6) 2022 that during the inspection x25 final tightener, two keys with damaged ends were identified. It had no impact on the patient. It did not cause surgical delay. There was no change in the surgical method. This report is for one (1) x25 final tightener this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Part # 279712600. Lot # gm5369522. Supplier: seabrook medical. Batch1: were released on 18 sep 2019 with no discrepancies. During the inspection of x25 final tightener two keys with damaged ends were identified. It had no impact on the patient. It did not cause surgical delay. There was no change in the surgical method. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the x25 final tightener had the tip stripped. The observed condition could be attributed to repetitive use and end of life indicator. No other issues were observed. A dimensional inspection was not performed for the x25 final tightener due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the x25 final tightener would contribute to the complained device issue. After a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.